Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and could not replicate the reported issue. The customer confirmed they had replaced the ion-selective electrolyte tubing, primed and calibrated the analyzer prior to the fse arrival. No further issues were reported. The failure mode could not be determined. The customer did not provide further information in regard to the change in patient treatment. No harm or injury was reported. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na) and chloride (cl) patient results on their dxc 700 au chemistry analyzer. There was a report of a change to treatment. The samples were repeated with results considered correct. The customer confirmed there was no injury or death associated with this event. The customer did not provide patient data or demographics.